Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump performed reset and switched off after inserting new battery and buttons were not working. The customer¿s blood glucose was 231 mg/dl. Troubleshooting was done for critical pump error alarm. The insulin pump will not be returned for analysis.